Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Analysis of the lead [s/n: (B)(4)] found normal impedances on all circuits and electrode pair combinations when tested with a known good screening cable connected to an external neurostimulator (ens) while the lead distal end was placed in a 0.9% saline solution.

Event description:
The healthcare professional via the manufacturer representative reported that there was a lead issue; it was clarified the lead issue was an impedance issue. The impedance issue occurred during a revision on (B)(6) 2016; the reason for revision was that the patient wanted a full-body eligible MRI system. There were out-of-range impedances on contacts 3, 4, 5, and 11, 12, 13 on a brand new lead implant. The healthcare professional wanted to replace the lead almost right away without troubleshooting; the impedance issues resolved after the lead was replaced. It was noted that the lead was used with/in the patient, and treatment was the intended use of the device. There was no patient death, and there was no patient injury. There were no reported patient symptoms, and the patient recovered completely. The patient's indications for use included peripheral neuropathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.